Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited high capture thresholds and varying sensing anomaly. The lead was suspected to be dislodged. On (B)(6) 2017, the patient presented for lead revision. During procedure, the physician decided to explant and replace the lead. The patient was in stable condition post operation.